Event description:
Allegedly, per journal article by o'brient et al, j arthroplasty, 2013.28(1): p. 197 e17-21, "abrasive wear and metallosis associated with cross-linked polyethylene in total hip arthroplasty.": primary date of surgery was in 1999. 65 months post-op, the patient fell and experienced pain and squeaking from the hip. 6 weeks post-fall, the patient was revised for a rim fracture of the ceramic liner. The ceramic head and shell were also revised (not the stem). The head showed "evidence of macroscopic surface features including third-body damage, stripe-type damage, and metal transfer."

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01666, 01668. This event occurred in (B)(6).